Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter tube that goes into the patient was looser in some devices than others, causing it to easily slide out of the collections container and potentially be retained in a patient. They have tested 3 and 2 were loose.

Event description:
It was reported that the catheter tube that goes into the patient was looser in some devices than others, causing it to easily slide out of the collections container and potentially be retained in a patient. They have tested 3 and 2 were loose. Per additional information received via mail on 07may2025, stated that upon further investigation, there was no problem with the product, it was user error.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: pull catheter out of tube to desired length. Lay tube on sterile field. Pull catheter out of top; tighten cover and depress blue spout. Fill out label, place on centrifuge tube. Send to lab in normal manner. Important: use plastic wallet as sterile field. Pull catheter out of centrifuge tube to the proper length immediately after donning gloves. Note: if urine does not flow freely into the tube, the cap may need to be loosened slightly. Correction: d, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.